Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the 4 way valve is not shifting. Additional malfunctions are hose clamps and zip ties leak, power switch alarm does not function, pm kit is dirty, valve operator is stuck, and the o-ring is defective.